Manufacturer narrative:
The display was blank due to a broken solder joint on the interface board.

Event description:
It was reported that the insulin pump intermittently shuts off. It was also reported that the insulin pump alarmed battery out limit and failed battery test. Troubleshooting was performed. A new battery cap did not resolve the problem. Nothing further was reported.